Event description:
Discovered our point of care glucose testing was varying by as much as 50% with our venous blood glucose testing. We did a study and proved with data that we had an average of 13% of our glucoses that varied by >20% between our point of care testing and venous testing. We then switched glucose testing strip lots and our variance was within expected variance <20%.

Event description:
Discovered our point of care glucose testing was varying by as much as 50% with our venous blood glucose testing. We did a study and proved with data that we had an average of 13% of our glucoses that varied by >20% between our point of care testing and venous testing. We then switched glucose testing strip lots and our variance was within expected variance <20%.